Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room. Upon review of the electrocardiograms, post paced t-wave oversensing when pacing at 85 bpm was observed on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. The device was reprogrammed and no patient symptoms were reported.